Event description:
The customer reported an e315 not recognized by the processor error involving an olympus gastrointestinal videoscope. It was unspecified when this issue occurred. There was no patient harm reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection and the reported event was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.